Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the delivery wire had several small bends and there was no proximal contact part at the proximal end of the delivery wire. The main coil was severe tangled. Further examination under magnification showed no anomalies at the main coil junction. Form tip ball appeared to be intact. Based on the information provided and the investigation results, the definitive cause of the reported delivery wire broke off inside the detachment system was that the physician attempted to straighten previously accidentally bent the proximal end of the delivery wire and tried to detach the coil using the damaged delivery wire. The direction for use (dfu) state: "damaged delivery wires may cause detachment failures, vessel injury or unpredictable distal tip response during coil deployment. If a delivery wire is damaged at any point during the procedure, do not attempt to straighten or otherwise repair it. Do not proceed with deployment or detachment. Remove the entire coil and replace with undamaged product." Therefore, a root cause of user/use error has been assigned to the event as the device was not used in accordance with the dfu.

Event description:
The physician accidentally bent the proximal end of the delivery wire during use. Following an attempt to straighten the bent portion of the delivery wire, the physician slid the detachment system over the delivery wire and unsuccessfully attempted to detach the coil. As the physician was sliding the detachment system to remove it, the bent portion of the delivery wire broke and remained in the detachment system. The procedure was completed using other coils and another detachment system. There was no clinical consequence to the patient who reportedly in a stable condition.

Event description:
The physician accidentally bent the proximal end of the delivery wire during use. Following an attempt to straighten the bent portion of the delivery wire, the physician slid the detachment system over the delivery wire and unsuccessfully attempted to detach the coil. As the physician was sliding the detachment system to remove it, the bent portion of the delivery wire broke and remained in the detachment system. The procedure was completed using other coils and another detachment system. There was no clinical consequence to the patient who reportedly in a stable condition.